Event description:
It was reported that the patient presented for a pacemaker replacement surgery. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited noise oversensing. The lead was explanted and replaced. The patient was discharged with no reports of adverse consequences.